Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he is not receiving stimulation. The pt's scs ipg shows a full charge the majority of the time but the pt does not feel any stimulation with any of his scs system programs as he turns the stimulation to maximum capacity. The pt also reports experiencing pain at his scs ipg pocket site that spreads to his spine. Follow-up identified a sjm rep was unable to improve coverage with reprogramming. An x-ray showed no lead migration. The pt is working with his physician to determine the next course of action.